Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow-up, it was reported that antibiotic treatment was discontinued (on an unknown date). At the time of this report, the patient had recovered from the event (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, 96 hourly, ongoing), fortum injection (1gm, intraperitoneal, once a day, ongoing) and amikacin injection (250mg, intraperitoneal, once a day, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event and pd therapy was ongoing. The patient was retrained in the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.